Manufacturer narrative:
"The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-00671. It was reported that a post coronary drug eluting stenting treatment procedure, a patient death occurred. "Two taxus express2 stents were implanted in a patient in 2005. Shortly after implantation, the patient expired. Per the autopsy report, the stents were implicated in the event". Additional information was requested, but not provided.